Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 29mm sapien 3 valve inside a non-edwards mitral surgical valve by transeptal approach, the balloon of the commander delivery system burst after the valve was deployed. The delivery system was removed without difficulty and a new delivery system was inserted. Post dilation was performed as it was noted that the valve was not fully expanded. It appeared as "v" and could see that the valve was not completely deployed. The valve was deployed in good position and the patient was stable. Of note, the angle was extremely tortuous and the av loop caused more tension on the catheter. Per post procedure discussion, the angle and the tortuosity may have caused the rupture. In addition, the av loop location and the canted position of the aortic valve during deployment may have contributed to the rupture. The rupture was more distal, and it was a complete rupture.

Manufacturer narrative:
(B)(4). The commander delivery system is returned to edwards for evaluation. Visual inspection revealed a longitudinal and radial balloon burst towards the distal end, a piece of the distal balloon material appeared to be missing, and the distal end of the balloon folded over the nose. No other abnormalities were observed. Functional testing was not performed due to the returned condition of the device (inflation balloon burst). Dimensional testing was performed on the wall thickness of the balloon and was found to be in within specification. During balloon manufacturing, the delivery system and balloon are visually 100% inspected for the following: wall thickness, and visual defects. Balloons are sampled tested for burst testing and additional visual inspection. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During manufacturing, the delivery system and balloon undergoes 100% inspection for the following: balloon size, contamination, during the pleat and fold process. The assembled delivery system is 100% inspected by both manufacturing and quality for damage or missing components and balloon scratches. In addition, the delivery system is 100% leak tested. During product verification (pv), the delivery system is inspected for physical defects or damage and balloon bust pressure is tested on a sampling basis. The burst pressure of the tested units after a cycle. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history record (DHR) was reviewed and did not reveal any manufacturing related issues that would have contributed to this event. A review of the lot history did not reveal any additional complaints for balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was deployed in good position and the patient was stable. The complaint for balloon ¿ burst¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR provided no indication that a manufacturing non-conformance contributed to the reported event. As reported, the ¿angle was extremely tortuous and the av loop caused more tension on the catheter¿ and that ¿the angle [at] which the physician was across the surgical valve may have caused the rupture. In addition, the av loop location and the [cant] toward the aortic valve during deployment may have contributed to the rupture.¿ it is possible that the tension from the loop and the angle at which the balloon was in the surgical valve caused the balloon to be pressed up against the surgical valve stent frame or a calcified nodule. This could have resulted in a puncture, local overstretching, open cell impingement, or stress concentration all factors that can result in balloon rupture even at a low inflation pressure. The complaint for was confirmed. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient (tortuosity and position of aortic valve) procedural (angle of the device) factors likely contributed to the complaint event. However, based on available information, a definite root cause cannot be determined at this time. No product non-conformances or IFU/training inadequacies were identified, and the respective trend categories does not exceed the (B)(6) 2018 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required.